Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative who reported that the patient's therapy was turning off intermittently by itself. Manufacturer representative reported the patient has hd settings and notices a return of pain so will check the ins and have to turn it back on. It looks like patient is losing therapy when ins drops below 10%. It was reported that the patient has also noticed inconsistency with charge level on programmer in a short amount of time going from 100-30 in a short amount of time. The patient has trouble with communicating with the ins even when it's very close to the ins. No weight change was indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins turned off by itself despite it not being low on battery. The issue started after the patient noticed that both a and b were lit on the controller. The controller was showing that stim was off. The rep reset the controller and the 2 groups being selected simultaneously resolved. It was also noted that passive recharging was showing on the controller even when the ins was not low on battery. No further complications were reported.

Event description:
Additional information was received and it was reported that the manufacturing representative met with the patient and the ins still had the issue where it turned itself off. The patient stated it was only with program 1 (i.e. B1 turns off, but b2 doesn't). The caller though the patient tinkered with the system and that the patient may have adjust their adaptive stimulation, which was why they felt like this issue occurred. The caller didn't realize that was possible until they were no longer with the patient, so they weren't able to check the adaptive stimulation settings. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 97745 lot# serial# (B)(4) product type programmer, patient medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.